Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left breast implant saline mentor smooth round moderate profile 275cc, serial number (B)(4), catalog number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 275cc saline breast implants that bilaterally deflated after implantation. The issue of deflation was diagnosed during the physical examination, surgery and imaging. As a result, the patient underwent bilateral removal and replacement with right side serial number:(B)(4), and left side with serial number:(B)(4) on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
In the initial report, it was mistakenly stated that the device had been returned for evaluation.  However, the device was not returned. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).